Event description:
It was reported that the pump touch screen was intermittently unresponsive and scratched. Additionally, it was reported that the cartridges dislodged from the pump housing due to an unknown issue with the pump housing. Customer declined follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.